Manufacturer narrative:
(B)(4). Batch # r58c0a. Device evaluation: the analysis results found that the ntlc75 device was received with no apparent damage and with a cartridge reload present. The reload was received with the swing tab in the locked position. The cartridge reload had the left gripping surface damaged, the proximal 18 drivers up without staples, and the remaining drivers down with staples present. The device was tested for functionality with a test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The condition on the cartridge is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please refer instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, did not fire. There were no patient consequences reported.